Event description:
It was reported that revision surgery was performed due to pain. Joint effusion after exercise, elevated metal ions, synovial damage and a suspected soft tissue reaction reported. Femoral stem remains implanted.